Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer's blood glucose reading at the time of the report was 127 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown wether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.